Event description:
On (B)(6) 2019, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was showing the battery indicator symbol. The complaint was classified based on customer service representative (csr) documentation and further follow up with customer service. The patient stated that the alleged meter issue began at 08.30 am on (B)(6) 2019. The patient stated that she manages her diabetes using insulin (no adjustments). The patient confirmed she did not make any changes to her normal diabetes management, in response to the alleged meter issue. The patient reported that she went to the emergency room, after developing pains in her chest and high blood pressure, where she was treated with medications (unknown) to control her blood pressure. During troubleshooting, the csr noted it was not the first time the meter was being used, and there was no evidence of misuse of the product. There was evidence that the batteries needed to be replaced, the patient confirmed she did not have another battery. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.